Manufacturer narrative:
(B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy that became greater as they went further into the patient head. No specific measurement of the inaccuracy was provided. The patient reference frame appeared to be fully seated, however, it was not clear if the frame was loose at the beginning of the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.